Manufacturer narrative:
The customer ordered a footswitch and cable. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
The customer reported a system message displayed during set up. The system would not boot up due to a footswitch problem. The system was switched out to proceed with the cases. There was an hour delay. No pt injury was reported.